Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00771300700 modular femoral stem press-fit plasma sprayed, cementless size 7.5 lot# 63607154, item# 00784802201 modular neck taper lot# 63609968, item# unknown unknown cup lot# unknown, item# unknown unknown head lot# unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02359.

Event description:
It was reported that patient underwent revision due to dislocation. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event was not accurately provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.